Event description:
It was reported that post-surgery the patient developed endophthalmitis considered to be aseptic:toxic anterior segment syndrome (tass) in their right eye (od). Post-operatively the patient's visual acuity was 1.2. Approximately eleven days later, endophthalmitis had developed in the anterior chamber. The patient was treated with washing the anterior chamber and intravitreal injection, but inflammation in the anterior chamber persisted until the next day. The patient was treated again with anterior washout, eye drops, and oral medication and started recovering. The intraocular lens (iol) remains implanted. There was no report of impact on daily like and no hospitalization required. No additional information was provided.

Manufacturer narrative:
Initial reporter age and weight:unknown requested, but not provided. If explanted, give date: n/a (not applicable). The lens remains implanted. Initial reporter email address: unknown. Requested but not provided. Initial reporter telephone number:(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information. However, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.